Event description:
Per the clinic, the patient experienced headaches and eye twitching. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.